Event description:
Customer reported that the insulin pump was not delivering insulin. Blood glucose level was 542 mg/dl at the time of the call. Customer reported treating the high blood glucose level with a manual injection. Troubleshooting showed that the insulin pump was functioning properly. Caller was able to lower her blood glucose level to 519 mg/dl by the end of the call. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.